Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (exposed wires, adjust belt messages) has been confirmed. Upon investigation the rear therapy electrode was cut, damaging wires in the cable and causing the reported alarms. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that wires were exposed and the patient was receiving adjust belt messages.